Manufacturer narrative:
This fluid intravasation event was not directly caused by the myosure device. Because a pressure cuff and saline media were used to distend the uterus during this procedure, manual calculation of the fluid deficit by the nursing staff was necessary. Failure of the nursing staff to accurately calculate and track the fluid deficit was the proximate cause of this fluid intravasation event. Hologic is taking a conservative approach in reporting this incident, despite the fact that hologic's myosure device did not directly cause the event.

Event description:
During a hysteroscopic myomectomy with myosure, saline and a pressure cuff were used to distend the uterus. Five (5), 3 liter bags of saline were used to perform the case. Nurses monitored the fluid deficit manually and at the end of the procedure reported that they had a deficit of 9000 cc. The patient was given lasix (furosemide) and voided 3,000 cc of urine prior to being transported to a hospital for overnight observation. The excessive fluid deficit was attributed to user error by the nurses.